Event description:
It was reported that the live image intermittently goes black on the 9800 system during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adapter and software upgrades were installed during the service call. The system was tested and found to be working as intended and put back into service.